Manufacturer narrative:
(B)(6). Result: investigation summary: bd had received photos from the customer facility for investigation. The customer photos were evaluated and the indicated failure mode of hemolysis with the incident lot was observed. Investigation conclusion: based on evaluation of the customer photos, the indicated failure mode of hemolysis with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for hemolysis, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for hemolysis, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had hemolysis issues. There was no report of medical intervention or serious injury.